Event description:
The account alleged that the bed hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The account found the hi/low drive had too much grease on the brake drum. The account removed the excess grease to resolve the issue.